Event description:
It was reported an r-port standard was placed initially in july of 1997. Six months post placement, the port could not be accessed. An x-ray revealed the catheter had torn and migrated to the right atrium. Uneventful retrieval utilizing a snare followed. The port was removed from the pt's arm the following day. A PICC line was placed in the opposite arm. There were no pt complications. Since this device was in place for 6 months and no difficulty accessing the device was encountered prior to this incident, the dist beleives initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, the dist was unable to determine the exact cause for this event. The dist's directions for use of this product state: "avoid handling the silicone rubber with sharp objects. Silicone rubber may be easily cut or torn. When handling the catheter, padded hemostats, vascular clamps, or tube occluding forceps should be used. Instruments with teeth should never be used. The catheter should only be grasped at the end that will be trimmed prior to insertion...improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."